Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient was bleeding at site of insertion and patient's mother removed the sensor pod. Upon sensor pod removal, the sensor wire remained in the patient's skin. Patient's mother removed the sensor wire. Dexcom technical support advised patient to seek medical attention. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).